Event description:
The customer reported that the motor came out of the bottom part of the insulin pump. The blood glucose reading was 516mg/dl, and his blood glucose was treated with manual injections. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk. Unable to perform basic occlusion, occlusion, excessive no delivery test due to loose support disk. The insulin pump passed the displacement test.